Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and the touchscreen now displays lines across the screen. Customer's blood glucose level was not impacted. Reportedly, customer has switched to back up lantus and novolog for insulin therapy.